Event description:
It was reported the patient programmer's 'plus' button is stuck. A replacement programmer was sent to the patient. The patient received the replacement programmer and it is working fine.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.